Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl [2400 mcg/ml] at a dose of 600.7 mcg/day and dilaudid [12.0 mg/ml] at a dose of 3.004 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (truck/limbs). It was reported on 2016-dec-12 that the pump was replaced on (B)(6) 2016 because the pump slowly ¿worked through the skin¿ in 2016 and pushed in the patient¿s ribs and the patient was having a hard time breathing, couldn¿t walk, and would hit the pump on the corner in tight spots. It was noted that with this pump it wasn¿t the first time the pump had worked its way out through her skin as on (B)(6) 2013 she had to have the pump repositioned surgically.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.